Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 2.5x18mm xience alpine stent delivery system it was observed the stent mesh was not adequately pressed onto the delivery system. The rods were noted to be deformed (flared). Another same size xience stent was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was able to be confirmed. The reported dislodged/dislocated stent was unable to be confirmed. Lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during removal for the dispenser coil and/or during preparation for use resulted in the reported material deformation/noted stretched/bent stent struts. The reported dislodged stent was unable to confirmed; however, the noted kinked inner and outer member and the note multiple bends on the hypotube likely occurred due to inadvertent handling and/or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.